Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had severe rheumatoid arthritis and could not press on the wake button properly to turn the screen on. There was no reported impact to blood glucose.